Manufacturer narrative:
Concomitant medical products: 6949 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to infection. Vegetation on the right ventricular (rv) lead was observed along with redness and inflammation at the pocket site. Cultures were taken and antibiotics were administered. A new device system will be implanted in approximately a month. No further patient complications have been reported as a result of this event.